Event description:
The dealer states getting intermittent 5 flash when trying to clear a threshold, indicating right brake fault sitting in chair. The provider disconnected before call could be transferred for information gathering